Event description:
It was reported by repair work order that the brakes would not engage due to a malfunctioned brake adjuster. It was also reported that the side rail could become unlatched during use due to a missing compression spring.